Event description:
The company received a report where it was claimed that the device did not provide a audio tone. The caller reported there was no pt involvement.

Manufacturer narrative:
The device is not expected to be returned for eval. The manufacturing facility previously initiated a corrective and preventative action associated with manufacturing confirmed failures isolated to the main pcb. However, no further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.